Event description:
Had upper scope done for eating problems, always had problems with bowels not going. Used laxatives, since the test started having severe diarrhea up to 9-12 times daily. Went from 143 to 129 in a month. Have headache's jaw pain. Going back to my doctor to find out why gland is sore now. Whenever I eat it goes out. Have bad stomach pains now.